Event description:
Customer called to report that cannula slipped out of skin while wearing pod. He reported bg levels of approximately 440 mg/dl.

Manufacturer narrative:
The product will not be returned for evaluation. No product malfunction could be determined that would have contributed to the patient's high blood glucose levels. The cannula pulling loose from the skin as reported by the customer would contribute to interrupted insulin delivery and hyperglycemia. The user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about 2 hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. The lot was found to have met all acceptance criteria.